Manufacturer narrative:
Title: percutaneous pulmonary valve implantation: two-centre experience with more than 100 patients citation: european heart journal (2011) 32, 1260¿1265 authors: andreas eicken, peter ewert, alfred hager, bjoern peters, sohrab fratz, titus kuehne, raymonde busch, john hess, and felix berger. Date of e-publish used for event date. Death date unknown; date of e-publish used for death date. No unique device identifier (serial/lot) numbers were provided; without this information it could be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review of a study performed to evaluate experiences with percutaneous pulmonary valve implantation (ppvi). The study population included 102 patients (predominantly male; median age 21.5 years; median weight 63kg) from two german medical centers between december 2006 and july 2010. All patients were implanted with medtronic percutaneous pulmonary melody valves (serial numbers not provided). One post-melody implant death occurred due to compression and occlusion of the left coronary artery; the melody valve was replaced by contegra conduit, however the patient could not be weaned from left ventricular assist device and died 2 weeks post-implant. Other post-melody implant adverse events included: 8 significant pressure gradients requiring repeat catheter balloon dilatation (8) and/or valve-in-valve procedure (4), 5 stent fractures (3 of which occurred during balloon dilatation and required a valve-in-valve procedure), 1 partial occlusion of the right pulmonary artery which was successfully dilated, 1 arrhythmia without pacemaker implant, and 1 endocarditis requiring explant at 6 months. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.